Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery was confirmed. An assignable cause was not determined, however the main batteries and harness was replaced. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Corrected information: it was determined that 80 should replace 43. The root cause was assigned to use/user error. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. The reported condition occurred upon power up in the coronary area. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.